Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button was non-functional. Upon investigation the rear response button tactile button was missing. The cause for the missing response button was physical abuse. No adverse event resulted from the defective response button.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were non-functional.